Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnosis of cardiac chambers procedure was completed using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed from the error logs that the system interface module was malfunctioned. The philips field service engineer (fse) inspected the system onsite and identified that the flat detector controller was faulty. To resolve the issue, fse replaced the flat detector system interface box module, restoring the normal system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.